Event description:
It is reported that a customer inserted their reservoir backwards on their insulin pump. The patient's blood glucose level was 270 mg/dl at the time of the call. The customer mentioned that they were hospitalized for seven knee surgeries that were not diabetes related issues. The customer realized that the reservoir was backwards and resolved the issue by placing the reservoir correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.